Event description:
It was reported that the emboshield nav6 embolic protection device guide wire and filter were advanced into the patient anatomy and some resistance was noted. The guide wire tip did not appear correctly shaped and was removed from the anatomy. The physician re-shaped the tip and re-advanced the guide wire. The emboshield filter was advanced to the target site. An attempt was made to deploy the emboshield filter and it was noted that the device felt as if it was sticking. Resistance was noted during deployment. During deployment, the filter moved and was not at the target site. The filter was then retrieved without difficulty and a second emboshield nav6 was used during the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The irregular appearance was able to be confirmed. The physical resistance and filter migration could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.